Manufacturer narrative:
(B)(4)

Event description:
The catheter was becoming dislodged. They believed this was due to the pump flipping. X-rays and trouble-shooting were done to identify the pump flipping; the catheter dislodged all the way from l1 to t10. A catheter revision was planned. The pt had no withdrawal symptoms and was being supplemented with oral medication. It was noted that the pt had "no bad effects from the catheter complication". The pt was diagnosed with the tissue disease, and it was unclear if the disease related to the pump movement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.